Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
It was reported that the ventilator had a battery failure. There was no patient involvement.

Manufacturer narrative:
G4: 08oct2020 b4: (B)(6)2020 upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2032640-2020-00001 was submitted. Any additional information will be submitted under the initially reported MFR report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.